Event description:
It was reported to boston scientific corporation that an injection gold probe was used during hemostasis within the patient's esophagus, performed on (B)(6), 2014. According to the complainant, after the procedure while outside the patient, the ceramic tip of the injection gold probe detached from the catheter completely. The procedure was completed with another injection gold probe device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual analysis of the returned device found the ceramic tip was not detached from the catheter and when the needle was actuated, the needle could not be extended due to the bend near the distal section. The complaint was not confirmed; the ceramic tip was not detached. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during hemostasis within the patient's esophagus, performed on (B)(6) 2014. According to the complainant, after the procedure while outside the patient, the ceramic tip of the injection gold probe detached from the catheter completely. The procedure was completed with another injection gold probe device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be good.